Manufacturer narrative:
The reported event of unable to implant lead was not confirmed. As received, a complete lead with stylet introducer was returned in one piece. Electrical and visual analysis of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2021-36113. It was reported that an asymptomatic patient presented to an implant procedure. Physician attempted to implant two low voltage leads but both were unable to be placed. The right ventricular lead was swapped out for a new one and patient was implanted with a single chamber pacemaker system. Patient was stable after the event.